Event description:
In 1981 pt had bilateral breast augmentation. Pt presented to dr after 14 years without follow-up with bilateral grade ii and iii capsular contracture and anxiety relating to silicone implants. Bilateral open capsulotomy with replacement of silicone implants with saline implants.